Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Company representative reported via solutions tracker that the customer was hospitalized for diabetic ketoacidosis. Customer's blood glucose was unknown. Customer was wearing the device at time of hospitalization. Customer's blood glucose at time of call was 308 mg/dl. After troubleshooting, customer was advised to change entire set. Customer will not be returning the device for analysis.